Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 through oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
(B)(6). Occupation: manager. Additional reporter: (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had questions regarding arterial line acquisition. The customer stated that they had been trying to get the arterial line to work for about 20 minutes but could not get it zeroed. The customer carefully went through troubleshooting steps to verify each cable was appropriately connected then attempted to zero. The physician was able to stent and stabilize the patient in the meantime and removed the balloon. There was no patient harm or adverse event reported.